Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed during initial testing. However, the device was put through extensive testing without duplicating the reported problem. The ECG isolator was replaced as precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.